Event description:
Boston scientific received information that this pacemaker exhibited loss of capture on the right ventricular (rv) lead. It was suspected that the lead had a fracture. The duration of the loss of capture was unknown. As a result, the device and rv lead were replaced. Additional information was received. There was still no information regarding the lead with malfunction. The duration of loss of capture was still unknown. No adverse patient effects were reported. The lead was surgically abandoned and was out of service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.